Event description:
Checkpoint driver piece broke. Case type: tha. Update: as per mps: "broke while impacting the checkpoint. One of the little clips that hold the checkpoint broke off".

Manufacturer narrative:
Checkpoint driver piece broke. Case type: tha. Update: as per mps: "broke while impacting the checkpoint. One of the little clips that hold the checkpoint broke off". Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: review of the device history records indicate (B)(4) were manufactured and accepted into final stock on 05/10/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112340, lot number 06080318 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Checkpoint driver piece broke. Case type: tha. Update: as per mps: "broke while impacting the checkpoint. One of the little clips that hold the checkpoint broke off".